Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier:(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu board was replaced to resolve the reported issue.

Event description:
The hospital reported an error that could result in a loss of mechanical ventilation. There was no report of patient injury